Manufacturer narrative:
Product analysis: analysis was able to confirm that the power supply switch did not respond. Analysis also found that the stylus was missing, the stylus did not work on the touch screen (x-y board), the upper left and right hinges were worn, the left keyboard hinge was broken, the bullets were broken, and errors were found in the software history and log file. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer would not turn on. The programmer was returned for service. There was no patient involvement. It was further reported that the programmer subsequently tested out of specification during manufacturer¿s analysis.